Event description:
It was reported that the battery voltage dropped to past eri after only 5 delivered shocks since implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The premature battery depletion was not confirmed in the laboratory. Review of the device image and lifetime hv charging histogram revealed excessive charges which resulted in rapid battery depletion. Based on device usage, the device longevity is normal. Testing on the automated system found that the device met all specifications. Battery depletion is normal.